Event description:
The following was reported "a procedure was performed on (B)(6) 2013, and the anesthesiologist was in charge of placing the proplege coronary sinus catheter. He prepped the balloon following the IFU¿s. They were able to send proper retrograde cardioplegia during the full procedure, rising the coronary sinus pressure. At the end of the case, upon removal of the catheter, they noted that the balloon was ruptured." There was no patient harm reported or intervention required.

Manufacturer narrative:
Evaluation: the catheter was visually inspected and no visual defects were found on the catheter. An attempt was made to inflate the balloon and a pin hole was found on the balloon when injected. The reported balloon rupture has multiple possible root causes. The returned sample showed no signs of a manufacturing defect. The hole in the balloon had characteristics of a cut and not a rupture from over-inflation. It is most likely that clinician error caused this reported balloon rupture. It is possible another surgical tool punctured the balloon or rough handling caused the hole. The root cause of the reported balloon rupture is indeterminable. Manufacturing records were reviewed and there were no nonconformances. No corrective actions will be performed due to this event. The information gathered during this reported event and evaluation will be included in trending data for future CAPA determinations. The IFU contains the appropriate instructions on how to use the device safely. Trends will continue to be monitored through the edwards quality systems.

Manufacturer narrative:
Device evaluation into root cause anticipated upon product return from the customer.